Event description:
New information reported that the infection was discovered at a follow-up in clinic, where slight wound dehiscence was noted, and continued to show signs of compromise up to the explant procedure. The patient was stable post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pocket erosion and infection. The system was removed and replaced on (B)(6) 2018. No further information was available.